Manufacturer narrative:
The subject device was not returned for analysis; no device defect or nonconformance is indicated from the event description. The electrode lead wires are detachable from the device by design. Device labeling describes and illustrates how to connect the electrode lead wires to the adhesive electrode pads. The event description suggests that pt movement lead to pulling on a lead wire such that it became disconnected or partially disconnected from a pad and then making skin contact leading to the perception or sensation of electric shock. Pt reported plugging the connection back in to restore normal operation. No specific conclusions can be drawn from the available evidence.

Event description:
Pt reported receiving an electric shock from the device. Device is a nerve stimulator designed to deliver electrical signals through electrodes placed on the skin. Pt reported that the was driving a vehicle at the time and one of the electrodes became unplugged. Pt reported no adverse medical event or injury as a result. Pt stated their concern that a traffic accident might have resulted from such an event but no such incident actually occurred.